Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Vessel morphology was reported as disease progression with aortic neck dilatation. It was reported that the pt presented with aneurysm expansion from a proximal type 1 endoleak caused by disease progression. Details of the implant procedure and pt anatomy were not reported. It was recently reported that a 3-year f/u showed aaa expansion to 7 cm, with a proximal type 1 endoleak. The stent graft was observed 5 mm below the lowest renal artery, and there was a loss of the proximal seal due to aortic neck dilatation. The pt was successfully converted during stent repair. No add'l clinical sequelae were reported and the pt is fine. Medtronic received films prior to explant which were evaluated by an independent contracted physician, and the following interpretation was provided. Explantation of the stent graft was due to expansion of the proximal aortic neck. No obvious graft related issues identified on the images for review. The stent graft begins just below the renal arteries where there is no stent graft apposition. There are non-contrast images, so an endoleak cannot be identified.

Manufacturer narrative:
Eval results: endoleak; conclusion: disease progression with aortic neck dilatation. From the examination of the returned devices, the exact cause of the aneurysm expansion and proximal type 1 endoleak could not be determined. No device integrity issues were found on the bifurcate proximal seal zone, rings 1 & 2. A single spring abrasion hole & multiple suture breaks, likely caused by high limb angulation, were observed at the mid-length of the ipsilateral (right) limb. It is possible that this fabric hole may have contributed to the aaa expansion; however, the hole appeared covered by tissue/thrombus, and no endoleak in this area. A single stent fracture was also observed near the mid-length of the contralateral limb.